Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radio frequency inferior turbinates and adenoidectomy, there was a flash reported during activation of electrode and the generator then showed an error after being restarted. They used another generator and pencil to complete the procedure. The patient was referred to tertiary hospital for further observation.